Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the paddle was damaged. The customer evaluated the device and received remote support from the customer care solution center, during which service was offered to the customer. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse offered service to the customer; however, we customer declined to have the device repaired. Therefore, we are unable to obtain the device evaluation, repair, or operational status. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.